Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The pump history was printed at the user facility. A review of the pump history indicated that in 2009 at 0711, line b was programmed in the dose calculation mode, with a drug concentration of 100mcg/100ml, with a dose of 25mcg/hr, for a duration of 4 hours, a rate of 25ml/hr and vtbi (volume to be infused) of 100ml and the delivery was started. At 0719, the pump alarmed with n186 (distal occlusion). Within the same minute, line b was restarted using the previous programmed parameters. At 1103, the pump alarmed n231 (prox air b). At 1105, the volume was cleared with a total of 92.6ml and the programming was cancelled. Review of the pump history indicates the pump delivered as programmed.

Event description:
The customer contact reported an operator error in programming the device which resulted in the patient receiving more medication than intended. At 0738, the pump was programmed to deliver fentanyl 100mcg/100ml at a rate of 2.5ml/hr and the delivery was started. After an unspecified length of time, the nurse noted the fentanyl container was "more empty" than expected. No specific event details were provided. The device was removed from clinical service. After an unspecified length of time, it was reported the patient expired. A review of the device history at the user facility indicated that line b of the pump was programmed to deliver at a rate of 25ml/hr instead of the intended rate of 2.5ml/hr. The customer contact stated the patient's death "did not involve the pump." Though requested, the customer declined to provide additional information.